Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 40 mg/dl). Reportedly, customer ate food, and customer's health care professional adjusted the pump basal rate and blood glucose levels have stabilized.